Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-03707. It was reported that the patient was experiencing ineffective stimulation. Surgical intervention may occur as a result.